Event description:
Boston scientific received information that during a recent visit with this patient, the device was unable to be interrogated successfully. Additionally there was no tones heard when a magnet was applied. It is believed the device is non functional at this time. The device remains implanted. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.